Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was implanted in the patient. Thirty days after the procedure, the patient presented with symptoms and it was noted that the patient had a perivalvular leak (pvl). The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. An event of migration, perivalvular leak (pvl) was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported event could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes removed: health effect- impact code: 2199 no health consequences or impact.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was implanted in the patient. Thirty days after the procedure, the patient had a perivalvular leak (pvl). Another post-balloon aortic valvuloplasty (bav) was performed and resulted in good result. The patient was reported stable.